Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right atrial lead exhibited loss of capture and sensing due to dislodgement. It appears that the leads insulation was fractured. The lead was replaced.